Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed through the evaluation of the submitted images. Additionally, analysis of the log file provided by the account confirmed transient elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. Multiple low flow hazard alarms were recorded throughout the log file. The pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. Although the cause of the observed low flow alarms cannot be conclusively determined through this evaluation, the center reported that the events were related to dehydration/hypovolemia. The patient was asymptomatic and increasing po fluid intake was the treatment. The damaged driveline was extensively untangled and repaired with rescue tape and the center will be monitoring for any electrical issues. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an extremely damaged drive line and the alarms screen showed multiple low flow alarms. During the analysis of the log, there were multiple strings of low flow events, where the low flow estimator dropped below 2.5 lpm which appear to be physiological in nature. The file displayed intermittent elevations in power and flow associated with pi events. In regards to the cosmetic tears in the silicone jacket, there was not any evidence to suggest an electrical malfunction in the log file. There were no other unusual events seen within the log file. The mcs equipment was operating as expected. Dehydration/hypovolemia was the cause for low flows. The patient was asymptomatic, increasing oral fluid intake was the treatment. Patient was monitored for any more low flows. Regarding the damaged drive line, it was extensively untangled and repaired with tape and we will me monitoring for any electrical issues. The x ray of the drive line showed fraying but no fractures.